Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion. The ipg was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis of the device revealed normal battery depletion. The device meets the expected longevity.